Event description:
It was stated that the customer passed away due to diabetes complications. The wife stated that the customer was not wearing the insulin pump at the time of death. The wife declined to return the insulin pump for analysis. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.